Manufacturer narrative:
As a result of a software related anomaly that is being addressed. Please disregard the date entered.

Manufacturer narrative:
Any additional information provided by the customer will be included in a follow up report. (B)(4). Carefusion certified service technician was unable to verify the customer's reported issue. The unit passed all testing and met all carefusion manufacturer specifications. This complaint was included in a two-year retrospective complaint review to assess MDR reportability compliance. This complaint was deemed to meet the requirements for MDR submission and is therefore being submitted to the FDA".

Event description:
The customer reported model palmtop ventilator revel was connected to a patient and the staff didn't feel it was assisting the patient with a breath. The staff placed the patient on a back up unit and issue was resolved. There was no patient injury or harm associated with the reported event.